Manufacturer narrative:
The device referenced in the btk ii study was not returned therefore, a physical examination could not be performed. Based on the provided information, the patient experienced target lesion revascularization post procedure. Any balloon inflation with ivl or pta causes trauma to the arterial wall resulting in some form of hyperplasia and can cause restenosis and lead to a revascularization. In btk lesions, this is even more pronounced since there are no drug coated balloons approved in these arteries and drug eluting stents are infrequently used. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
This report is being submitted by shockwave medical, inc. Regarding the peripheral s4 intravascular lithotripsy catheter (s4ivl) which was used in a clinical btk ii study. It was reported that a patient presented at the hospital post procedure on (B)(6) 2022. It was found that there was a lesion revascularization in the left anterior tibial artery of the treated left leg. Reportedly, the adverse event has a probable relationship to the device, but it has no relationship to the procedure. The reported adverse event was resolved on (B)(6) 2022 with percutaneous therapy and with a cutting balloon.

Event description:
Received correspondence from clinical reporting that they reviewed the adverse event (ae) and confirmed the target lesion revascularization occurred, but the ae term was updated to worsening hallux wound. The wound was the reason for the target lesion revascularization.

Manufacturer narrative:
Shockwave medical, inc. Received additional information reporting that the clinical team reviewed the reported adverse event (ae) and confirmed that the reported target lesion revascularization occurred but it was updated to worsening hallux wound. The wound was the reason for the revascularization.